Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9127543. Our records show that this is the only instance of this issue being noted during the final assembly or visual inspections. Through the visual evaluation of the submitted devices our engineers were able to determine that the mostly root cause for this foreign material is related to the manufacturing personnel. This non-conformance occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. According to our current procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. Please note that this type of defect is cosmetic and does not pose risk to the customer.

Event description:
It has been reported that the syringe 1ml st bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that particles/marks were found inside the syringes. Event description states, "complaint : the syringes had some particles/markings inside of them."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1 ml st bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that particles/marks were found inside the syringes. Event description states, "complaint: the syringes had some particles/markings inside of them."